Event description:
A meter to hcp meter comparison test was made with the rptr's meter reading 336 mg/dl and the hcp meter (surestep pro) 257 mg/dl. Both tests were capillary and done at the same time. He did not have any symptoms. Rptr had done a control solution test within range 118 (88-131) prior to follow-up session.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8